Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. It was reported that a catheter revision was done due to no flow at catheter access port (cap) dye study. The issue was not resolved. The patent's status was "alive-no injury."

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.